Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for and no blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that the insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.